Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6267518, medical device expiration date: 2019-09-30, device manufacture date: 2016-09-23; medical device lot #: 6294953, medical device expiration date: 2019-10-31, device manufacture date: 2016-10-20. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the safety failed on a 21 g x 1.25 in. Bd eclipse¿ blood collection needle with luer adapter before use. No injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd received a photo from the customer facility for investigation. The customer photo was evaluated, and hub/collar separation was observed. A review of the device history record was completed for the incident lot number and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. A CAPA was initiated for complaints relating to hub/collar separation. The CAPA investigation is still on-going and further improvements will be made as the potential causes of this issue are identified. Investigation conclusion: based on the investigation, the customer¿s indicated failure mode for hub/collar separation was observed by bd pas during evaluation. Additionally, a CAPA (pr# (B)(4)) was initiated for this issue in order to establish a root cause and implement necessary corrective actions. Root cause description: a CAPA has been initiated to document the investigation and root cause analysis of the reported incidents. The CAPA investigation is currently on-going and will be updated as potential root cause(s) are identified.